Event description:
Healthcare professional reported "right side rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on posterior, radius and anterior, puncture opening on radius and non-penetrating nicks. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Punctured assessed as surgical damage like.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.